Event description:
It was reported that during the rvcm (right ventricular capture management) testing the patient went into polymorphic vt (ventricular tachycardia). The device was reprogrammed to turn off the rvcm for this patient. The device was then subsequently explanted and replaced with an upgrade to a crt-d (cardiac resynchronization therapy defibrillator). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-58 lead implanted: 2013 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.